Manufacturer narrative:
Sc-1232 (sn (B)(4). Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing inadequate pain relief, non-target stimulation, and feeling of constant stimulation that will not turn off. It was noted that the patient had a lumbar fusion surgery and was experiencing significant postoperative pain and discomfort, muscle contractions involving the abdomen and lower extremities, and shocking sensations that was worsened with activation of the spinal cord stimulator (scs).